Event description:
Report received from the user facility that the pt had expired after the tubing from the device fell out of their mouth. There were no reported alarms. The pt was utilizing the ventilator non-invasively, via a mouthpiece, in conjunction with a non-invasive extrathoracic ventilator (nev). The pt's physician reportedly prescribed this type of set up because the pt did not want an invasive airway. The user facility did not allege any problems with the device. When the device was returned, the technician discovered the alarm did not function because the red lead on the alarm sonalert had been cut.